Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had experienced some leg weakness a couple of weeks ago. It was also reported the pt was hospitalized for an unrelated event. Follow-up info identified the pt was transferred to a rehabilitation hospital for physical therapy and was doing much better. The pt's husband stated he feels the stimulation was working well.